Manufacturer narrative:
The investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; no failure related to the cartridge alarm 09 or the altitude alarm was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with 430 units of insulin. A new cartridge was loaded resolving the issue. Additionally, it was reported an occlusion alarm occurred. Reportedly, the customer performed troubleshooting on their own and observed insulin dripping out of the infusion tubing as expected. No damage was noted to the infusion set cannula. A supply change was performed and no additional occlusion alarms occurred. Subsequently, an altitude alarm occurred. The customer successfully resumed insulin deliveries. The customer's blood glucose levels were not impacted during these events.